Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports noticing that the crystalens haptic was broken. The damage was noted upon opening the package. No patient contact.